Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Please note that the patient's gender is unknown.

Manufacturer narrative:
Film review of the index procedure/event was conducted by an independent physician. These are the findings: history: this complaint involves a patient undergoing endovascular repair of a left sfa long segment stenosis and occlusion. During placement of a smart flex stent the treating physician reported not being able to fully deploy the stent. Apparently, the stent was deployed 75% when the issue occurred. Eventually, the stent was deployed completely but not at the target site. A second stent was then placed in the intended target vessel segment uneventfully and the patient experienced no complication. Observations: two cd-roms containing multiple cine files and static images are submitted for review. Access is in the right common femoral artery and a catheter and sheath are advanced over the aortic bifurcation. The iliac arteries are tortuous and heavily calcified. The aortic bifurcation is quite steep. There is coral reef type calcification in the proximal sfa with subtotal occlusion noted. The mid and distal sfa are heavily calcified with multifocal high grade stenosis noted. There is segmental occlusion at the level of the knee with reconstitution of the below knee popliteal artery from geniculate collaterals. On series 6, the guidewire is noted to be subintimal in position. Long segment balloon dilation is performed throughout the femoral and popliteal system with what appears to be a 4 or 5mm balloon. On subsequent images it appears that the treating physician intended to place the stent in the above knee popliteal artery and distal sfa. With most of the stent uncovered the deployment stops. Attempts are made to continue deployment but the sds will not retract further. At this point it is not entirely clear what the treating physician did. A balloon is inserted to anchor the already expanded portion of the stent. It is not clear how this was done. The sds is then finally withdrawn and the entire stent is retracted and fully deployed in a more proximal location. A second stent is then placed in the intended vessel segment. Conclusion: the left femoral and popliteal arteries are heavily diseased. The treating physician was able to successfully navigate the multiple segments of stenosis and occlusion and correctly pre-dilated the target vessel segments. When the first stent is near completely deployed the deployment stops. This required a series of bracing maneuvers with a balloon which ultimately resulted in non target deployment of the stent. One possibility is that the sds was coursing through a very tight subintimal space next to heavy calcification. If vasospasm of the vessel occurred further narrowing this segment this could have limited catheter movement. Perhaps the steep aortic bifurcation could have further complicated the deployment but we have no images of that area during this issue. Did the sheath buckle into the infrarenal aorta? Although it is not entirely clear how it was accomplished, using a balloon to brace the deployed portion of the stent was an excellent troubleshooting idea. Another way to accomplish this would be to simply apply manual external tissue retraction on the patient¿s leg with the operators hand. I have used this technique in various situations when I have had difficulty removing balloon catheters after angioplasty in the sfa. This is a complex case and full understanding of why the stent did not deploy fully is difficult. I do not believe that this case represents a product manufacturing issue but rather is an example of the complexities that may be encountered when treating patients with severe peripheral vascular disease. The treating physician handled this complicated situation perfectly and the patient was successfully treated. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Complaint conclusion: this complaint involves a patient undergoing endovascular repair of a left sfa long segment stenosis and occlusion. During placement of a smart flex stent the treating physician reported not being able to fully deploy the stent. Apparently, the stent was deployed 75% when the issue occurred. Eventually, the stent was deployed completely but not at the target site. A second stent was then placed in the intended target vessel segment uneventfully and the patient experienced no complication. Observations: two cd-roms containing multiple cine files and static images are submitted for review. Access is in the right common femoral artery and a catheter and sheath are advanced over the aortic bifurcation. The iliac arteries are tortuous and heavily calcified. The aortic bifurcation is quite steep. There is coral reef type calcification in the proximal sfa with subtotal occlusion noted. The mid and distal sfa are heavily calcified with multifocal high grade stenosis noted. There is segmental occlusion at the level of the knee with reconstitution of the below knee popliteal artery from geniculate collaterals. On series 6, the guidewire is noted to be subintimal in position. Long segment balloon dilation is performed throughout the femoral and popliteal system with what appears to be a 4 or 5mm balloon. On subsequent images it appears that the treating physician intended to place the stent in the above knee popliteal artery and distal sfa. With most of the stent uncovered the deployment stops. Attempts are made to continue deployment but the sds will not retract further. At this point it is not entirely clear what the treating physician did. A balloon is inserted to anchor the already expanded portion of the stent. It is not clear how this was done. The sds is then finally withdrawn and the entire stent is retracted and fully deployed in a more proximal location. A second stent is then placed in the intended vessel segment. Conclusion: the left femoral and popliteal arteries are heavily diseased. The treating physician was able to successfully navigate the multiple segments of stenosis and occlusion and correctly pre-dilated the target vessel segments. When the first stent is near completely deployed the deployment stops. This required a series of bracing maneuvers with a balloon which ultimately resulted in non target deployment of the stent. One possibility is that the sds was coursing through a very tight subintimal space next to heavy calcification. If vasospasm of the vessel occurred further narrowing this segment this could have limited catheter movement. Perhaps the steep aortic bifurcation could have further complicated the deployment but we have no images of that area during this issue. Did the sheath buckle into the infrarenal aorta? Although it is not entirely clear how it was accomplished, using a balloon to brace the deployed portion of the stent was an excellent troubleshooting idea. Another way to accomplish this would be to simply apply manual external tissue retraction on the patient¿s leg with the operators hand. I have used this technique in various situations when I have had difficulty removing balloon catheters after angioplasty in the sfa. This is a complex case and full understanding of why the stent did not deploy fully is difficult. I do not believe that this case represents a product manufacturing issue but rather is an example of the complexities that may be encountered when treating patients with severe peripheral vascular disease. The treating physician handled this complicated situation perfectly and the patient was successfully treated. A general review of the travelers which make up the DHR for the parent lot was performed. System and subassembly travelers: all systems were manufactured in accordance with the traveler and passed all prescribed inspection and testing. Stent traveler: all stents were manufactured in accordance with the traveler, stents passed all prescribed inspection and testing. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Event description:
As reported by the affiliate, after 3/4 of the stent has been placed, it was not possible to deploy the stent completely. It was also not possible to remove the stent. With help of wires and balloons it was possible to deploy the stent but not at the intended place. There were no negative consequences for the patient. The target vessel was the left arteria femoralis superficialis (afs), also known as the superficial femoral artery. The access site was the right arteria femoralis communis (afc), also known as the common femoral artery. A crossover procedure was performed with a steep aortic bifurcation. The target vessel was heavily calcified. The user was trained. There were no anomalies noticed during preparation of the device. After 3/4 of the stent has been placed, it was not possible to deploy the stent completely. It was also not possible to remove the stent. With help of wires and balloons it was possible to deploy the stent but not at the intended place. Due to the reported issues the stent was placed in the proximal afs approximately 10 cm below the intended area. The area where the stent was placed was also highly calcified. A second stent was placed to treat the intended lesion. Procedural films/pictures are available and will be sent. There were no negative consequences for the patient.